Manufacturer narrative:
Date of event is estimated. Date of implant is unknown. The unique device identifier (UDI) is not provided because the lot number is unknown. Initial reporter phone number: (B)(6).

Event description:
It was reported that the patient's leads were explanted and replaced due to high impedances. Effective therapy was established post-operatively.

Event description:
Additional information received indicates that only one lead had the high impedance issue and was explanted replaced, which is lead serial (B)(6).

Manufacturer narrative:
The reported event of ineffective stimulation was confirmed. As received, the octrode lead had all its internal wires broken, that would cause high impedance and ineffective stimulation.